Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, gas blender did not achieve the desired fio2 setpoint. The essential pumping functions of the console were not affected by the event. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.